Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose reading and an off no power anomaly from the insulin pump. The customer stated that when he programs in the insulin dosage, he is not getting what he programmed in. The customer stated that he programed a 3.5, but his blood glucose did not go down. The customer stated that over the past 2 weeks, he has been using a lot of batteries. The customer stated that he has been having high blood glucose and symptoms such as a nasty taste in his mouth. The customer was advised to monitor the pump and revert to a backup plan per health care provider's instructions.